Event description:
It was reported that the patient's device "was turned off" when entering a store, but patient was able to turn it back on once inside the store. It was indicated that the patient could have "accidently" turned stimulation off with "errant" programmer use. It was further indicated that the patient's therapy was working. It was later reported that there had been "no complications, loss of therapy, or recent communication from the patient." It was stated that the healthcare provider (hcp) believed that the device "was not accidently turned off." However, it was later stated that the hcp believed the patient turned the device off. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).